Manufacturer narrative:
This user facility is outside of the united states. The necessary manufacturing history to review was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
During preparation of the bone cement, the monomer liquid would not dispense into the cylinder. There was no patient injury and another unit was available to complete the procedure without delay.